Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, confirming the fiber body break event. It is likely that a partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break.

Event description:
It was reported that the fiber was broken and firing from the break. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Correction to field d4: unique identifier (UDI) #. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces, confirming the fiber body break event. It is likely that a partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break.

Event description:
It was reported that the fiber was broken and firing from the break. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was broken and firing from the break. The procedure was completed with another device. There were no patient complications.